Event description:
On (B)(6) 2012, it was reported that the patient had experienced elevated blood glucose levels at least as high as 300 mg/dl every day for the past two weeks. On one occasion the patient woke up at 2:00am and her blood glucose level was 250 mg/dl and she bloused 3 units of insulin. At 5:00am her blood glucose level was 300 mg/dl and she bloused 4 units of insulin. Around noon her blood glucose level was 115 mg/dl and after lunch it was back up to 300 mg/dl. The patient thinks the infusion device does not deliver enough insulin and she has lost confidence in the device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.